Event description:
Customer claims that during set-up the alarm continuously sounds when the pressure is applied to the sensor. The alarm batteries were replaced. The alarm is being used with sensor model #8308. The sensor is new and working with other alarms. The unit springs are intact and the battery door closes properly. The alarm speaker has a visible scratch. There was no pt contact. Evaluation for the returned product shows the unit rj-11 receptacle pin #1 is bent.

Manufacturer narrative:
(B)(4): evaluation: results: evaluation for the returned product shows that when tested the alarm powered on. The alarm passed all functional tests. The rj-11 receptacle #1 pin has damage, which is bent upwards. One of the alarm case screws that holds the unit together has rust. Note: the posey alarm is an electronic device that may fail to work if subjected to severe shock, such as being dropped (bent) or immersed in liquid. The unite may stop functioning as designed. Manufacturer references file (B)(4).